Manufacturer narrative:
Safety shields were ordered by the distributor and sent to the user facility. Instructions for installation of the safety shields were also sent to the user facility.

Event description:
A male resident at (B)(6) health care in (B)(6) was in the chair in a reclined position with his hands by his side. The attendant attempted to raise the resident, and as the attendant was doing that, the resident placed his hands between the seat and the side panel and got his fingers caught in the mechanism. Resident's fingers were cut, he was transported to the hospital and received stitches.